Event description:
It was reported that patient had a piece of a trial contact leads still inside the body. The physician attempted to remove the contacts but unable to. After the procedure patient complained of numbness and weakness on right side.

Manufacturer narrative:
The returned scs-linear leads with model sc-2316-50e and serial (B)(6) was analyzed and the allegation of lead body damage was confirmed. Damage found on the lead is likely due to not following the instruction on how to how to use the insertion needle.

Event description:
It was reported that patient had a piece of a trial contact leads still inside the body. The physician attempted to remove the contacts but unable to. After the procedure patient complained of numbness and weakness on right side.